Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after powering on, the pump had an intermittent connection with the wireless module. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify and duplicate the reported problem. It was determined that the intermittent connection/intermittent fault battery state was the root cause. The event history log revealed a 'high alarm displayed: communication module intermittent connection'. It was determined that the wireless communication module was the root cause, as the pump functioned properly. The service history review indication that the complaint was related to a service of the device within the review period.